Event description:
Reporter alleged when opening the box for a new meter and opening the battery door, the batteries were exteremly corroded. A hole was reported in the battery compartment appearing as if the acid had melted the interior of the battery well. Reporter stated no actions taken or treatment received as a result of the alleged incident. A request was mad for the return of the suspect device and replacement product was sent.